Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level over 400 mg/dl range. The customer reported going through the recall, one box needs sent back and running high awaking with blood glucose level 381 mg/dl. The customer had no symptoms. The customer treat the high blood glucose level with a bolus from the insulin pump and manual injection. The blood glucose levels dropped to 337 mg/dl. The current blood glucose level was 397 mg/dl. The customer did not complete troubleshooting due to not having the necessary equipment to complete testing. The insulin pump will not be returned for analysis.